Manufacturer narrative:
The user facility's biomed technician inspected their harmony led surgical light and identified rusting on the spring arm. The user facility stated that the light is maintained by a third-party maintenance provider. A steris service technician arrived on-site, inspected the light, and confirmed the rusting. The technician evaluated the cause of the rusting and found that the user facility had been using improper cleaning techniques to maintain the lights. The hospital had been using 3m disinfectant cleaner rct concentrate to clean the lights. Steris's investigation determined that the cause of the lighting system damage was the result of improper cleaning practices, specifically, usage of a cleaning product not instructed for cleaning of the harmony led surgical light. The steris operator manual states on page 1-3, "caution - possible equipment damage: use of any disinfectant solution other than those listed here may cause discoloration or deformation of the lens surface: germicidal surface wipes disinfecting/deodorizing/cleaning wipes. Cleaning solutions other than those listed have not been tested for compatibility or effectiveness. Always follow manufacturer instructions for concentrations and use of cleaning products." The steris operator manual states on page 6-1, "caution - possible equipment damage hazard: do not spray any cleaning product directly onto the lighthead, modem chassis, or any system components. Dampen a soft cloth with the cleaning solution and wring out the excess moisture." Steris provided the user facility with the operator manual including the recommended cleaning practices and recommended cleaners to use. Steris is working with the user facility to replace all identified spring arms exhibiting the reported damage which was caused by improper cleaning practices.

Event description:
The user facility reported via medwatch (B)(4) that their harmony led surgical light was rusting. No injury, procedure delay, or cancellation was reported.